Event description:
The customer reported low blood glucose and sensor did not alert her to a low blood glucose. Customer stated that she was hanging out with her husband and woke up with paramedics. Customer stated that she does not have appetite and waiting to see doctor. Troubleshooting was done for low blood glucose. Customer's blood glucose was 142 mg/dl. The time of admission her blood glucose was 20 mg/dl. Customer was treated at home by paramedics and gave her IV. Customer stated did not want to go to the hospital. Customer stated that sensor did not alert her to a low blood glucose, advised the customer we are sending out sensors to assist monitoring her blood glucose. Customer stated that one time the insulin pump never registered the sensor and she took it out and it was bent and it was not inserted so she threw it out. Advised the customer in the future to hold on to the products that had issues and send it back to us. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.